Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. It should be noted that the xience pro x everolimus eluting coronary stent system instructions for use states: if removal of a stent system is required prior to deployment, ensure that the guide catheter is coaxially positioned relative to the stent delivery system, and cautiously withdraw the stent delivery system into the guide catheter. Should unusual resistance be felt at any time when withdrawing the stent towards the guide catheter, the stent delivery system and the guide catheter should be removed as a single unit. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The xience prox is currently not commercially available in the u.s. However, it is similar to a device sold in the us. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a de novo lesion with mild tortuosity, mild calcification and 70% stenosis in the proximal circumflex coronary artery. The 2.5 x 12 mm xience prox stent delivery system (sds) could not be advanced and could not be removed from the patient anatomy. There was resistance, so the sds was pulled forcefully and the xience prox stent slipped off the sds and remained in the patient. A 1.2 mm balloon was advanced through the stent and deployed in healthy tissue at the ostium main branch. The procedure was completed using an unspecified drug eluting stent. The patient is doing well. There was no clinically significant delay in the procedure. No additional information was provided.